Event description:
It was reported by service report that the fowler assembly weld had exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler assembly.